Event description:
Complaint opened from additional reported lot numbers. Facility reports that upon removing arterial blood line from package, it was noticed that there was a kink seen in the tubing. The bloodline was not used and saved for product evaluation. Co which supplies facility, was notified of complaint and lot number in question.